Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a 16-year-old female patient underwent an atrioventricular reentrant tachycardia (avrt) / wolff-parkinson white syndrome (wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac perforation requiring surgical intervention and prolonged hospitalization. There was a case where an issue with a catheter perforated the heart wall. During the case on tuesday, (B)(6) 2022, when the physician went transseptal, they perforated the left lateral part of the heart without notice. They mapped and ablated a bit, and later noticed that the blood pressure started to drop. Other physicians were called in, and they removed the catheter and the sheath and surgically catheterized the affected area. The quality team at the hospital came to remove the catheter and they were going to do their internal investigation and call the catheter in at that time. The bwi representative stated that after the surgical intervention, the patient was in stable condition. The adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Blood was drained off epicardial space. Once stable, surgery to remove catheter while closing hole. The patient fully recovered. The patient required extended hospitalization because of the adverse event for monitoring. A transseptal puncture was performed with a baylis nrg needle. Prior to noting the cardiac perforation, ablation was performed and there was no evidence of steam pop. The event was noticed during ablation. Possibly occurred during mapping phase. An irrigated catheter was used in the event and the flow setting was low flow (2ml/min). The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 3mm, 3 sec, 25% over 3g, size 3 tags with respiratory gating and impedance.